Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint by the manufacturer's product support engineer (pse) indicating that the device displayed a blank screen then shut down. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a black screen that appears in the user's reaction and the machine stops working. Based on a response to requests for further information, the cause cannot be determined, there are no spare parts for repair, and that the machine is disabled. No further information was able to be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.